Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure. The procedure got delayed and continued after restarting the system. A philips field service engineer (fse) inspected the system onsite and identified system was unable to perform exposure due to oil leakage and errors. Review of system log file confirmed the reported malfunction. Upon troubleshooting, fse identified the leakage has caused the oil level to go beyond the minimum and identified that the yellow return quick coupling connection had cracked hose. The philips engineer repaired the oil leakage by using new clamps and filled oil into sufficient level. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.